Event description:
Healthcare professional reported on 4/28/97 pt hospitalized on three occasions (2/17/97, 3/9/97, 3/24/97) due to recurrences of peritonitis caused by pasteuralla multocida organism. Catheter was surgically removed due to chronic infection on 3/31/97. Pt is currently hospitalized, undergoing hemodialysis treatments. Three days prior to initial diagnosis (on 2/16/97) of peritonitis pasteurella multocida, pt's supply bag of solution fell of dresser and spike became disconnected, occurring during treatment on device. Spike/bag port separation resulted in a systems error 2240 alarm on device. Co follow up of alarm revealed hcp was unaware of spike bag port separation. The pt's perionitis info was obtained from hcp at that time.